Event description:
Sustained minor burn while receiving interferential treatment. Patient turned interferential machine current up slightly as had done in past and felt slightl shock at which point turned current down. When electrodes removed noted small spot in area of electrode placement. Also noted blackened area on electrode.